Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reported lancet protruding from multiclix device cap. No adverse event reported. A request was made for the return of the device and lancets.